Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens model micl 12.6mm in 2007 and removed lens during the same surgical procedure due to pupillary miosis of patient's pupil. The surgeon removed the lens through the same incision and no lens was inserted. The reporter stated it was just a problem with the patient and not related to the lens. One week later, the patient had another micl lens inserted using a pledget and mydriacyl to help with dilation.

Manufacturer narrative:
.